Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to difficulty charging it. During the procedure while connecting to the new ipg, impedances were noted on the leads. The physician believed he kinked the lead while trying to pull it out of the old ipg. The physician opted to replace the lead as well. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70 , serial: (B)(6), batch: 7070798, UDI: (B)(4).

Manufacturer narrative:
Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to difficulty charging it. During the procedure; while connecting to the new ipg, impedances were noted on the leads. The physician believed he kinked the lead while trying to pull it out of the old ipg. The physician opted to replace the lead as well. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.